Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge was loose and did not stay on the pump. Customer declined to complete the check at the time of report. There was no reported adverse impact to the customer¿s blood glucose level.